Event description:
Consumer states that the brakes on his chair are coming loose and the threads are messed up.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.